Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was 210 mg/dl. The syringe and cartridge were changed to resolve the issue.

Manufacturer narrative:
Device not returned.